Event description:
The pt had ultrasoft facial strands implanted in 2003. The pt also had lip implants n 2005 but subsequently had the lip implants removed in 2005 as she did not like the appearance. About 4 month ago, the developed an infection on the inside of her mouth. She had puffy eyes and infected inside check and has been on three rounds of cipro with no improvement. Micro testing of the infection only showed normal oral office. The pt visits dentist on a monthly basis for a cleaning and is a smoker. The pt has no plan to remove the strands but wanted to know if there were any reports of infection involving the strands with this lot number.